Event description:
Customer reported having issues with inserting her sensor. Customer also noted that her reservoir will show 3 units remaining but if she does a 7 unit bolus, the reservoir units will go up. The customer also stated that her sensor did not penetrate her skin. She also reported being hospitalized for four days but believe it was not due to the insulin pump, it was due to an infection. Her blood glucose at the time of the hospitalization was 580 mg/dl. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.